Event description:
IV needles that have an unknown hard grey chunk of something inside the packaging, they are supposed to be sterile. Lot #5308217; bd insyte autoguard bc winged 20 ga needle, ref# (B)(4).